Event description:
It was reported through clinic notes dated (B)(6) 2010 and (B)(6) 2011 that the patient was experiencing break through seizures nearly daily and that her epilepsy was "uncontrolled." The patient has been referred for generator revision. Surgery is likely but has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported on (B)(6) 2011 that the patient was scheduled for a generator replacement due to end of service on the following day. The patient underwent a generator replacement procedure on (B)(6) 2011. During the replacement procedure it was indicated that the end of service flag was observed. The generator was discarded after the replacement.attempts for additional information have remained unsuccessful.